Event description:
It was reported that the insulin pump alarmed an error. The blood glucose reading was 120 mg/dl. The customer stated that she was getting a magnetic resonance image done, and she stated that when she finished, she received the alarm. Upon troubleshooting, it was found that the insulin pump failed the displacement test. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed displacement test and it alarmed motion sensor test failure during rewind due to motor encoder out of phase. The device had cracked reservoir tube lip.